Manufacturer narrative:
The reported issues have not been confirmed through testing or data analysis. Bin files were reviewed and showed that at least 2 injections (inflation only) were performed with a cryoablation catheter and that the console was able to display a stable body temperature. Neither bin files nor failure files showed any system notices for the date of event. No product has been returned for analysis. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user was experiencing issues with the cryoconsole preventing them from beginning the cryoablation procedure. They were unable to pass the integrity test due to temperature issues and were receiving system notice message 12211 (the system does not recognize the catheter). Technical support was called during the case and were unable to resolve the issue with this cryoconsole. After multiple catheter exchanges, the procedure was aborted. No cryoablations were performed and the patient was under general anesthesia.

Manufacturer narrative:
Investigation is currently in progress and results will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.